Manufacturer narrative:
Visual inspection was not performed as the lens or pcb00 unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon experienced an issue with a preloaded insertion system, model pcb00. The 9.5 diopter lens did not load into the injector smoothly after viscoelastic was put into the injector. There was more than the usual resistance. The surgeon tried to advance it to the next line but also felt it was not as smooth as usual. The surgeon tried to inject it into the eye but it did not advance. They didn't continue using this pcb00 and got a new one. The surgeon is very experienced with using pcb00. There was a 5 minute delay because another lens was retrieved. The pcb00 unit is not available for investigation. No additional information was provided.